Manufacturer narrative:
Trackwise # (B)(4). Analysis of production : (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov-2019 through oct-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/213) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).corrected section h3- if other provide code -explain- device returnedtesting of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) enter investigation the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. The clear silicone insulation was observed to be intact on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use ((B)(6)). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. (Complaint lab hemopro 2 test station (B)(4) due 03/31/2022. Reference hemopro 2 final test (B)(4)). An activation and transection capability test was performed four (04) repetitions using "max life test method (B)(4). Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h6- medical device ¿ problem code (1) -corrected to " failure to deliver energy."

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Since it was not energized when using hemopro2, they suspected that the cable was broken and replaced it with a new extension cable, but since it was still not energized, they opened a new hemopro2 and it could be used without problems, and surgery can be performed safely.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.